Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 7: reference MFR reports: 1627487-2014-02452, 1627487-2014-02453, 1627487-2014-02451, 1627487-2014-02455, 1627487-2014-02456, 1627487-2014-02457. The patient was implanted with two systems, one thoracic and one peripheral (off-label). It is undetermined which system is related with the reported event. All possible devices are being reported. Also, the patient received two 3163 model leads from lot number 4356649. It was reported that the patient was hospitalized due to an infection of one of her scs systems surgical site. Follow up on (B)(6) 2014 identified the patient's scs systems were explanted. The exact date of the explant is undetermined at this time. Additional information received on (B)(6)2014 identified that the patient is doing well.